Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore returned catheter was investigated. This investigation demonstrates that a wire is torn apart from the soldering pads on the pcb. This leads to the display of an error message on the patient monitor. The cause of the error is an inadvertent overstretching of the catheter in the catheter region fixator .... Catheter plug during measurement. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the tear-off of the wire is caused by user error by stretching of the catheter during application contrary to IFU.

Event description:
Icp catheter stopped giving accurate icp readings within 24 hours of implantation. Readings went from -1 to -5 mmhg despite re-zeroing to monitor and changing connection chain to monitor. No adverse effect on patients health due to having an evd in situ at the time which gave realistic icp readings. Once it was established catheter was malfunctioning it was left in place but not used. All readings came from evd.